Event description:
One month after having gastric bypass surgery - (B)(6) 2007, I began having severe pain, could not go to work and was dismissed by the emergency room doctor. A couple of days later the surgeon who performed the gastric bypass surgery ordered additional tests and I had to have emergency hernia repair. At that time, I had laparoscopic hernia repair through the same incision-s- made for the gastric bypass surgery. Three years later, I began experiencing extreme constipation and reported this to my primary care doctor, endocrinologist and the bariatric surgeon. At that time, I also observed what I thought to be a golf ball size hardening on the left side of my navel. The golf ball size hardening continued to be a problem gradually increasing in size to a grapefruit size and then football size hardening. On (B)(6) 2010 at approximately two o'clock am, I returned to the emergency room again where I had another hernia surgery repair. This time the surgeon advised me that the intestines had grown through the mesh and that is what had caused the terrible pain I had been experiencing. The surgeon assured me that he had used a heavier grade mesh. I also had a 5 to 6 inch long incision from the base of my navel. The surgeon told me that I was sent home with some drainage tube in place and because the doctor was out of town and his office flooring was being replaced, there was a delay of about a week getting the drainage tube removed. The surgeon could not remove it himself; so, he had his nurse attempt to remove it. After she encountered some difficulty, she had to call him at which time he directed her to use more force to remove the tubing and she was able to remove the drainage tube. Well, not even six months after having the surgery repair on (B)(6) 2010, I observed the same golf ball sized hardening in exactly the same location as before.